Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient reported obtaining a blood glucose reading of 168mg/dl on the subject meter. The patient stated that, on (B)(6), their doctor stated that this reading was too high compared to their hba1c reading. Lifescan does not consider this to be a valid comparison. The patient manages their diabetes with a combination of medication, including actos and metformin. The patient was unsure when the alleged issue began but stated that they had not made any changes to their usual diabetes management regimen. The patient stated that on (B)(6), they obtained a blood glucose reading of 168mg/dl on the subject meter. The patient reported taking 55 units of lantus and 20 units of novalog based on the meter reading. The patient stated that later that day they developed symptom of ¿confusion¿ and self-treated this symptom with orange juice. The patient stated that they did not feel better after this and they were taken to the emergency room by their neighbor. The patient reported receiving hcp treatment of ¿IV fluids¿. The patient reported testing their blood glucose at the hospital, they did not report any exact reading but stated that they were ¿normal¿. The patient stated that they were discharged from hospital on the same day and were advised to only take 50 units of lantus and 15 units of novalog. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.